Event description:
The patient will have a revision due to increased low back pain at the ipg site. The stimulator was close to the surface due to a nondevice related weight loss and was causing pain.

Event description:
The patient will have a revision due to increased low back pain at the ipg site. The stimulator was close to the surface due to a nondevice related weight loss and was causing pain.

Manufacturer narrative:
Additional information was received that patient did not have pocket pain. The patient was just experiencing a non-device related weight loss causing the ipg to protrude. Revision was done wherein the ipg was just placed deeper. The patient is doing fine following the procedure.